Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The certificate of conformance was reviewed and there were no non-conformances were found. There is no indication of a manufacturing defect. This is the only complaint in regards to the tip fracturing for 01-7148 vendor lot 159855. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Based on a review of the production records and the customer¿s purchase history, the following are the potential lot numbers: 780260, 363880. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the drill fractured while drilling in the patient's mandible. The fractured piece of the drill was removed from the patient using a mosquito forceps or the like. No adverse events have been reported as a result of the malfunction.